Event description:
The patient stated that he has started experiencing pain when laying in bed trying to sleep. His current surgeon noted that x-rays show that there is space in between the stem and the bone. The surgeon also noted poly wear and recommended revision surgery. The patient called stryker looking for non surgical options. The patient does not believe there was any fault in the implants and the issue is with normal wear after 15 years. The patient was directed to stryker's on line surgeon finder for a second opinion. The patient does not want to pursue an investigation at this time.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stem. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Currently implanted.